Event description:
It was reported that the devices were used during an unk procedure. It was reported by the rep that the surgeon was using the pmw35 stapler during the procedure. Many of the staples were misformed and had to be taken out and replaced. Four staplers were used, three are being sent back for analysis. There was no consequence to the pt.